Event description:
It was reported that: pt is experiencing pain, swelling, difficulty standing and "feels like something is pushing into the pelvic area, like it is going to dislocate." Pt stated that he has had many infections in the implant since one month from the surgery, including a staph infection. Pt stated that since last month the pain has increased and that "the area of incision is not normal." Pt stated that he had blood work done and the levels of cobalt are high; however; he is still waiting for the other blood tests results. Update: it was reported that the pt complained of pain and elevated cocr was detected so the surgeon revised.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.